Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 694765 lead, implanted (B)(6) 2008; ddbb1d1 ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to oversensing which led to reduced pacing for a patient indicated as pacing dependent. No patient complications have been reported as a result of this event.